Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 1000 mg/dl. Prior to the hospitalization, the customer woke up feeling ill, and his wife called the paramedics. Troubleshooting was performed. Found that the insulin pump only had one basal rate programmed. Also, the time and date were not programmed correctly. The customer did not know the basal rate settings, but stated he had them written down at home. The customer also stated that the insulin pump was skipping screens when pressing buttons. Advised the customer that the insulin pump would be replaced.